Event description:
Boston scientific received information that this patient exhibited high pacing threshold and loss of capture due to left ventricular (lv) lead dislodgement. Due to the dislodgement, the lv lead was replaced with a new lead. Thus, this lv lead was explanted and was going to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.